Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the pump refill date had been overlooked and the pump ran out of morphine. The patient thought the doctor¿s office was going to call and remind her of the refill date. The pump was refilled on (B)(6) 2017 and the alarm date was reset. The patient¿s next appointment was (B)(6) 2017. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2017 it was reported that the patient couldn¿t remember her refill date and thought she heard the pump beep today. She didn¿t know if it was her pump or not. No patient symptoms were reported. The patient was planning to follow-up with their healthcare professional (hcp). Additional information was received on 31-mar-2017 from a consumer and it was reported that three days prior the patient had been sick and went to the ER (emergency room). They thought she had food poisoning, but now they thought there wasn¿t any morphine in her pump. The patient was currently in the hospital. Per the patient, she had not heard the pump alarm at all. The hospital told the patient that they couldn¿t touch the pump and they couldn¿t get a hold of the patient¿s managing hcp. No further patient complications have been reported as a result of this event.